Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a non-tortuous and non-calcified forearm vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 1 minute, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR: mustang 6.0 x 100, 75cm, was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the proximal balloon bond and extending approximately 56mm distally across the balloon material. The rated burst pressure for this device as per mustang specification is 24 atmospheres. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a non-tortuous and non-calcified forearm vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 1 minute, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.